Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced missing label information. The following information was provided by the initial reporter. The customer stated: the customer reported that there was nothing printed on tube.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced missing label information. The following information was provided by the initial reporter. The customer stated: the customer reported that there was nothing printed on tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing print on tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective marking. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced missing label information. The following information was provided by the initial reporter. The customer stated: the customer reported that there was nothing printed on tube.